Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The device involved in this incident has not been returned to belmont for investigation and the user confirmed that the thermowrap set involved in this incident was discarded therefore could not be sent for review. Although it is alleged that patient suffered blister, there is no evidence that the device caused injury or any details to the extent of this reported injury at this time. The circulating water temperature in the allon is limited by software to 40.8 c and by hardware to 42 c and is not expected to cause skin blisters. A picture was provided that indicates a blister which the user indicated as 2 x1 cm in size. The operator's manual provides the following warning statement: ". The user should verify that no fluids are present at the skin/wrap interface during the procedure. Failure to do so can cause lesions on the patient's skin. Following the procedure, a pattern resembling the wrap may appear for a short period of time on the patient's skin". Pressure sores may appear or develop when soft tissue is compressed between a bony prominence and external surface. The use of the allon® system does not prevent this from happening. In order to prevent pressure sores, hospital routine care should be taken during long thermoregulation procedures. Following the procedure, a pattern resembling the wrap may appear for a short period of time on the patient's skin. Hospital routine care should be taken during long thermoregulation procedures. A review of the complaints showed no other complaints for the lot number in question. Clinilogger data from the unit was requested but was not available for investigation. Thermowrap involved in this incident was discarded therefore, a thorough investigation into the wrap involved could not be carried out. We contacted belmont's medical advisor in order to further get his input on this incident and are attempting to obtain further information from the user. A follow-up report will be submitted once the additional information becomes available.

Event description:
The user facility reported that after the surgery, on the moment that thermowrap was removed from the patient in the or, the skin had blister (as provided in the image). On the morning of the day after the surgery, it was visible only a very small blister. The rest of the area of the skin it is regular, healthy.

Manufacturer narrative:
The image of the alleged skin blisters and additional information were reviewed by a belmont clinical specialist. After review, it was found the markings on the skin were consistent with a pressure related injury and not a thermal related injury as the marking improved over the next day. It was also found that the mark was on the left side of the patient, and the patient was positioned in the left lateral position for part of the surgery. Additionally, the patient had pre-existing conditions that could have made them more susceptible to pressure marks. No device malfunction could be verified. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.